Event description:
It was reported that patient underwent hip arthroplasty approximately twenty years ago. Subsequently, a revision procedure was performed on (B)(6) 2013 due to wear. The modular head and acetabular liner were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as a result: product identification/expiry date. Date implanted - approximately 20 years ago, exact date of implantation is unknown.